Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they found air bubbles in their reservoir compartment of their insulin pump. The customer's blood glucose level was unknown. The customer did not change the reservoir while changing the set and kept the reservoir in the insulin pump while rewinding. The customer was informed that not changing the reservoir with the set will cause the air bubbles. The customer did not return the product back for analysis.